Event description:
The device was used during a proctosigmoidectomy/low anterior resection procedure. The instrument was inserted into the anus and distal rectum. The second connector was placed in the purstring and attached to the distal portion of the instrument. The instrument was then closed and fired. Upon removal, it was noticed the instrument was broke and the anastomosis was not complete. The surgeon performed a temporary colostomy to correct the condition. The pt returned to the operating room 10/24/96 for drainage of an abcess from a small leak at the application site.